Manufacturer narrative:
The scope was returned to the service center for a physical evaluation. A visual inspection was performed on the instrument channel and found a red stain and debris inside the channel from the proximal biopsy port side. Yellowish stains and a kink were found inside the instrument from the distal bending section side. The suction channel was inspected and there were no kinks, stains, or foreign material. Additionally, the image was checked and the image is normal. The scope did not pass the leak test as a leak was found near the control knobs. A review of the service history indicated the scope was purchased on december 28, 2015 with one service event via repair on june 27, 2019. The cause of the reported positive culture, the red and yellowish colored stains inside the instrument channel cannot be conclusively determined.

Manufacturer narrative:
Per the nurse manager at the user facility further information provided indicated the scope had been ethanol (eo) sterilized, repaired and returned on may 14, 2019. Upon return on may 14,2019, the scope channel culture was positive for unknown microbes. The scope was then reprocessed in the automated endoscope reprocessor (aer), medivator machine and the scope channel culture tested positive on may 17, 2019 for staphylococcus cohnii ssp urealyticum and staphylococcus haemolyticus. The scope was reprocessed and on (B)(6) 2019 the scope channel culture tested positive for staphylococcus aureus. The user facility is following the cdc¿s recommended guidelines for scope culturing. The user facility is performing pre-cleaning immediately after procedure; following the manufacture guidelines and steps for scope reprocessing. The effective concentration of the cleaning and disinfectant detergent is being checked with every use. The scope is leak tested prior to manual cleaning. The scopes channel is being brushed prior to manual cleaning. There have been no problems noted with the aer. A preventive maintenance was last performed on the aer on october 23, 2018 and is performed annually. Ess last conducted in-service on 4/1/19. There has been no changes to the reprocessing staff and all reprocessing personnel are trained and certified in cleaning. Scope is hung in an air vented cabinet in a room where humidity and temperature are controlled and monitored. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to observe the reprocessing practices and to provide a reprocessing in-service training. The ess observed that there were several steps being omitted on the forceps elevator during pre-cleaning and manual cleaning process. The ess discussed observations with nurse manager, clinical educator and the infection control director. The ess provided technicians with cleaning steps guide and access to review reprocessing videos. The scope has not been returned to olympus for evaluation; therefore, the cause of the reported positive culture cannot be determined. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacture was informed the scope culture tested positive for staphylococcus cohnii ssp urealyticum, staphylococcus haemolyticus and staphylococcus aureus after being serviced and prior to being used in a patient. There was no patient involvement as this scope has not been used since (B)(6)2019 as it keeps coming back with positive cultures.